Manufacturer narrative:
The reported events of a helix mechanism issue and failure to sense were confirmed. As received, a complete lead was returned in one piece with the inner coil over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported event was due to over torque of the inner coil, consistent with procedural damage. No other anomalies were seen.

Event description:
It was reported that the patient presented for an implant procedure. During implantation, the right atrium (ra) lead exhibited undersensing, and the helix would not extend. The physician opted to use a single chamber pacemaker with a left ventricular lead. The patient was in stable condition.